Event description:
It was reported that post op gastric band procedure, the pt was on vacation when the pt presented with abdominal pain and swelling. The surgeon performed an open procedure and observed the band area was necrosed at the band site and infected. The band was still buckled, but had torn apart and was floating in the pt's abdomen. The pt was kept in the hospital and is stable. Attempts are being made to obtain add'l info.

Manufacturer narrative:
Date sent: 09/11/2009. Device was not returned for eval.